Event description:
(1/4, reference (B)(6) for related complaints) (documenting cassette #1) per email: I have had 3 defective 100mls cassettes today. We put them on yesterday and they went for about 24 hours then they start beeping and say no disposable clamp. We tried to stop and restart the pumps, but when turned back on they still kept beeping saying no disposable clamp tubing. We also took off the cassette and then put it back on but that didn't work either. I am not sure if this is the right lot number or not 4235218 because we received 2 boxes from you. And it didn't happen to everyone. It seems random. I just got another phone call so that is a total of 4 pumps/cassettes that went bad now. No additional information available.